Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, there was no energy from the device going to the hand piece, so the hand piece wasn¿t spinning. Another like device was used to complete the procedure with no adverse patient consequences.